Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl due to a malfunction with the personal diabetes manager (pdm). The patient reported the pdm date/time setting was lagging, causing the incorrect basal to be delivered. Ketones were checked and found to be major. Additional method of treatment not provided.